Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had an advance sling that had parting sleeves. Should additional information be received a supplemental report will be filed.